Event description:
The customer had been getting blood glucose results higher than 200mg/dl on his contour meter. When he compared to a different meter the contour was higher by 100%. The customer could not provide specific readings. Depending on the actual blood results between the two meters, the readings could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. New meter and strips were sent to the customer and he is expected to return his strips for evaluation.